Manufacturer narrative:
Initially it was reported that the device was contaminated with mycobacterium gordonae. Due to further information it was found that device was contaminated with mycobacterium chimaera and not mycobacterium gordonae.

Manufacturer narrative:
The heater cooler system 3t in this report is being used for validation of a deep disinfection procedure conducted by a third party provider. Water samples taken by an independent laboratory prior to the deep disinfection procedure identified that the unit was contaminated with mycobacterium chimaera. The device was stored in a warehouse location for an extended period of time before being transferred to the validation site. No information was received about the routine maintenance of the device, or maintenance of the device while in storage in the warehouse. The device was not in use in a hospital. Following the deep disinfection procedure, the device is currently in quarantine until livanova (B)(4) receives clearance of the validation of the deep disinfection procedure in USA.

Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). The lab test report confirms the presence of m. Gordonae. It was reported furthermore that the heater cooler system 3t went through the deep disinfection procedure and that it is now reported to be contamination free. Through follow-up communication with the facility livanova (B)(4) learned that the heater cooler system 3t has been in the warehouse of the facility for several weeks not being maintained. The heater cooler system 3t underwent the deep disinfection procedure at a third party service provider, currently being validated. The device was not in use at any customer site and it is currently in quarantine until livanova (B)(4) gets clearance of the validation of the deep disinfection procedure by such third party service provider in USA. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Corrective actions are in progress for this issue. Device not returned.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. There is no known patient involvement.